Event description:
A user facility reported that the serial number tag detached from an lma and was loose in the airway tube of the device. The tag was removed and the case continued. There was no pt injury or problem. The user facility has been requested to return the lma to the MFR for eval.